Event description:
The report indicated that, after activating a new pod, the customer's bg's "went up, even after blousing". As a result, the customer went to the hospital - his bg readings at the time were "around 600mg/dl". A nurse educator inspected the pod and noted that the cannula "felt a little strange", though it did not appear to be kinked. No pod alarm was initiated. The pod will be returned for evaluation.

Manufacturer narrative:
Investigation results confirmed the presence to two kinks within the pod's cannula. It could not be conclusively determined, however, whether the kinks were a contributing factor to the customer's reported high bg levels. A cannula kink may result in an obstruction of the pod's fluid path, restricting the flow of insulin to the user. Restricted insulin flow could lead to elevated bg levels as reported. Note: the pod is designed to initiate an occlusion alarm when an obstruction of the fluid path is detected. No such alarm was noted in this report.